Event description:
It was reported by the rep that the device was used during an applier procedure. It was reported that the mcm20 clip applier only fired one clip and did not advance additional clips. There was no consequence to the patient.